Event description:
Xpand small 12x14 odeg 18-23 mme. A pt was implanted in 2006 with assure, protex CT, and xpand. The xpand implant was a small/parallel implant (116.102). Two months later, sales reprec'd a call from dr. Saying that we needed to go to remove tha xpand implant as he felt that it may have "collapsed". The implant was removed on next day and sent to globus along with xrays from the implant date amd explant date.

Manufacturer narrative:
Globus medical, inc. Evaluation: part was evaluated and functions as intended. Set screw does not appear to have been tightened. This is the first such explantation from this product family in over five huyndred (500) implantations. Globus medical will monitor feedback for any further occurrences. Globus medical, inc. Eval: part was evaluated and functions as intended. Set screw does not appear to have been tightened. This is the first such explanation from this product family in over five hundred (500) implantations. Globus medical will monitor feedback for any further occurrences.